Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test due to faulty force sensor resistor. No motor error alarm and the motor passed motor test. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
Customer reported a motor error alarm during a bolus delivery. Customer's blood glucose was 249 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she was unable to rewind the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.